Event description:
It was reported the patient was noted to have a medium sized hematoma over the pocket site upon wound closure. Sand bags were placed on the site along with manual pressure. Upon the transfer to the cardiac step down unit, the patient was noted to be in hypotension. The patient was taken to the operating room for further investigation of the pocket hematoma. No active bleeding was found and the patient was suspected to have a subpectoral hematoma. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6935m62 implantable tachy lead implanted: (B)(6) 2013; product ID: 5076-52 implantable pacing lead impl anted: (B)(6) 2005; product ID: 459888 implantable pacing lead implanted: (B)(6) 2013. (B)(4).